Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 0.52ng/ml. The result was not reported out the lab. The customer repeated the patient original sample for accu tnl. The repeated accu tnl result of 0.01ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.